Event description:
Customer received the following mobile/compact plus system results within 10 minutes of each other: 19.2 mmol/l and 5.6 mmol/l; 15.8 mmol/l and 6.4 mmol/l; 32.9 mmol/l and 11.7 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20807047, expiration date 05/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Product was not returned.